Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used during a curative colonoscopy procedure performed on (B)(6) 2014. According to the complainant, the patient suffered from diverticulosis. The physician intended to use the snare to remove a small, flat (7mm) polyp located in the right transverse colon, near the hepatic flexure. The physician applied current and retracted the snare loop all the way, but the polyp remained attached by a thin stalk. The physician confirmed the generator settings were correct, and therefore suspected an issue with the snare¿s ability to cut. The physician then tried a combination of smooth push and pull motions with the snare. With several current impulses, the polyp fell off within approximately 30 seconds. However, at this time it was noted that the patient had sustained a perforation in the colon. It was reported that the perforation was caused by a combination of circumstances, including the duration of current supply. The patient was brought to a different hospital for immediate surgery. The patient was reported to have left the hospital shortly after surgery and is well without any remaining harm.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of wire failed to cut. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.